Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had network issues a field service engineer fse tested the station in both the application and diagnostics, but the unit was not communicating. The fse then relocated the station to a different area and connected it to a different network port; however, the issue persisted. The ethernet cable was replaced, and the station immediately began communicating successfully. The fse waited approximately 12 minutes for data synchronization to complete. The station was fully communicating and in synchronization, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device had experienced network issues. It was not communicating with the network even after a hard reset and disconnecting the network jack. The patient orders were not current due to the network connectivity problem. There were no adverse events or injuries reported based on this event.